Manufacturer narrative:
A supplemental report will be submitted pending investigation results.

Event description:
On october 13, 2022, fujifilm corporation was informed of an event involving dh-28gr. The hood separated at the junction of its two sections while attached to the endoscope, and the distal section fell into the gastrointestinal tract during an endoscopic submucosal dissection. The piece was retrieved with a biopsy forceps. Another hood was attached to the endoscope, and the procedure was completed successfully without harm or injury. There was no death reported with the event.

Manufacturer narrative:
On november 29, 2022, fujifilm corporation concluded the root cause investigation of dh 28gr. The reported issue is determined to be a result of product variance. Therefore, the acceptance criteria for product inspection were reviewed and updated to strengthen quality control. Fujifilm will continue to monitor complaints for similar issues.

Manufacturer narrative:
This supplement is being submitted to FDA as a result of fujifilm corporation's commitment to perform a retrospective review of all mdrs submitted between october 1, 2021 and october 12, 2023, due to FDA 483 observations issued to fujifilm corporation on september 22, 2023. This supplement includes missing or incorrect information in the original MDR filing, and previous supplements where applicable.